Manufacturer narrative:
Neither x-rays nor operative reports were returned, so it is unk if the correct size components were implanted with the correct orientation as per the surgical technique. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt's right knee was revised due to infection.